Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement issue. Fse check the log file and found problems with the communication of the geometry computer (movements). Fse checked the wiring and fse rearranged everything inside the computer. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system geometry movement was partially available and that it didn't allow for motorized movement. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.